Event description:
A report was rec'd that a pt underwent a pocket revision procedure, because the ipg was slightly tilted and causing discomfort. During the procedure, the physician sutured down the ipg header. The pt is reportedly doing well following the procedure.